Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 24 atmospheres with no leaks or issues noted. An examination of the balloon material and proximal marker band identified no issues. A visual examination observed no damage to the tip, shaft and markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula of left upper limb. A 6.0 x40, 75cm gladiator balloon catheter advanced for dilation. During the procedure, the balloon was inflated once at 20 atmospheres. The dilation pressure was less than burst pressure. After 40 seconds, the pressure reduced and it was found that the balloon ruptured. The device was removed and confirmed to be damaged with a longitudinal fracture. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. The balloon was inflated twice before it ruptured. There were no fragments left inside the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula of left upper limb. A 6.0 x40, 75cm gladiator balloon catheter advanced for dilation. During the procedure, the balloon was inflated once at 20 atmospheres. The dilation pressure was less than burst pressure. After 40 seconds, the pressure reduced and it was found that the balloon ruptured. The device was removed and confirmed to be damaged with a longitudinal fracture. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable.